Event description:
It was reported that the patient presented with syncope. It was noted that the right atrial (ra) lead exhibited intermittent undersensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.